Event description:
June 4, 1998 the hosp experienced a failure on a baxter, model 8151, infusion pump. The pump went into alarm and shut down. The pt was not injured nor did any adverse affects occur. There was no real alarm or reason to report the event at the time. Facility figured that the pump was doing what it should. However, on june 23, 1998 at 11:00 pm a second pump had the same failure on a pediatric pt. The pt was being administrated d5 0.2 normal saline, 20 ml equivalents of potassium chloride. The pump stopped functioning and went into the alarm mode. The screen on the pump registered failure of the pump. This type of failure has occurred twice. The hosp feels that a report should be filed because facility expects that there will be add'l failures of this type from this product. It is unk how many other hosps are having this type of hardware failure and feel that it may be a normal occurrence.